Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 5" issue with a one touch ping meter. The patient indicated that the alleged issue occurred while using control solution. Thirty minutes before the alleged issue began, the patient claimed that she had developed a symptom of nervousness. The patient denied that she received any treatment because of the alleged issue. The patient did not have testing supplies for troubleshooting. The patient was sent replacement test strips and control solution. Based on the information provided, this complaint is being reported due to the unresolved "error 5" issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of nervousness does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.